Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s21 (android 15) with mmt-1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the logs we see the pump was physically disconnected from the phone. This could result from: bluetooth being turned off or losing connection, the pump moving out of range. User action or an application-triggered disconnection. When the app received triggers (e.g., bluetooth_on and bluetooth_permissions_granted) while the pump was in the unpaired state. This indicates a mismatch between the app's state and the incoming triggers. This might occur if the app or the pump failed to synchronize their states correctly after disconnection. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: to resolve the issue restart both the phone and the pump to reset the connection. Please try this steps on the pump side: remove the battery from the pump reboot the pump by long pressing the back button until the screen turns off (this will take ~20 seconds) turn the pump back on try these steps on the mobile device advanced steps: clear data of bluetooth app: settings ¿¿ apps ¿¿ manage apps ¿¿ find and tap on bluetooth app ¿¿ clear data reset network settings: settings ¿¿ connection & sharing ¿¿ reset wi-fi, mobile networks, and bluetooth ¿¿ reset settings uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app. Ensure bluetooth is enabled and the pump is within range. Verify that no other devices are interfering with the connection. Then start pairing with the pump. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Pt carelink personal account shows that pt is logged in, synced and uploading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to be resolved with existing troubleshooting or labeled instructions; the issue was escalated. No harm requiring medical intervention was reported. It was unknown whether the customer would continue the use of the application. Product return is not applicable for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s21 (android 15) with mmt-1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the logs we see the pump was physically disconnected from the phone. This could result from: bluetooth being turned off or losing connection, the pump moving out of range. User action or an application-triggered disconnection. When the app received triggers (e.g., bluetooth on and bluetooth permissions granted) while the pump was in the unpaired state. This indicates a mismatch between the app's state and the incoming triggers. This might occur if the app or the pump failed to synchronize their states correctly after disconnection. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: to resolve the issue restart both the phone and the pump to reset the connection. Please try this steps on the pump side: remove the battery from the pump reboot the pump by long pressing the back button until the screen turns off (this will take 20 seconds) turn the pump back on. Try these steps on the mobile device advanced steps: clear data of bluetooth app: settings, apps, manage apps, find and tap on bluetooth app, clear data reset network settings: settings, connection & sharing, reset wi-fi, mobile networks, and bluetooth, reset settings uninstall app, restart phone, turn bluetooth off then on, reinstall app. Ensure bluetooth is enabled and the pump is within range. Verify that no other devices are interfering with the connection. Then start pairing with the pump. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Pt carelink personal account shows that pt is logged in, synced and uploading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.